Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty electronic component on the radio frequency board and unable to upload to carelink due to faulty electronic component on the radio frequency board also, a47 alarm in the history due to corrupted history file. However, the insulin pump passed displacement test, operating currents, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed self test alarm. The customer's blood glucose was 8 mmol/l at the time of incident. The customer stated that the failed self test alarm did not occur during rewind and prime sequence. The customer was advised to program a normal bolus into air. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.